Manufacturer narrative:
Patient weight not available for reporting. Date of device movement is not known. UDI: (B)(4) expiration unknown((B)(4))lot number unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer. Review/investigation. Hospital contact telephone is not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure for cervical myelopathy at c4-c5 using the syncage system on (B)(6) 2017. Surgery was completed successfully. On (B)(6) 2017, surgeon confirmed by x-ray that the syncage-c sank and was affecting the alignment of the cervical spine. No revision surgery is scheduled at this time. Patient will continue to follow up with surgeon. This report is for one (1) syncage-c curved cage 4.5mm. This is report 1 of 1 for (B)(4).